Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a non-specific inaccurate delivery issue. Troubleshooting determined that all histories and settings were correct and that the pump was delivering as programmed, however the patient insisted that the pump be replaced. There was no allegation of a blood glucose (bg) excursion associated with the alleged issue. The reporter did state that the patient had a recent change in medication. The patient was referred to their healthcare provider for diabetes management. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation of a non-specific delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: a review of the pump histories indicated that the last basal and last bolus deliveries occurred on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked.